Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.